Manufacturer narrative:
Additional narrative: additional patient information: patient was reported to be of average height and weight. Patient identifier, date of birth/age, and weight are unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: september 28, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument broke at the junction between the driving cap and the threaded portion of the device while the surgeon was fitting the nail during a closed fracture of the tibia repair procedure. An alternate extraction device (a bolt designed to be hammered on) was used from the surgical kit to finish implanting the nail. The fragment generated from the break was reported to be about the size of an inch or so (defined by the reporter as a cram). The broken pieces were easily retrieved with no harm to the patient. The surgery was successfully completed with no additional medical intervention required and no surgical delays. Additionally, the patient outcome was reported as fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned device shows significant use during its nearly two and half year lifespan, with numerous gouges from hammer blows. The distal threaded portion of the device is broken off and was not returned. The returned device is used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a result of excessive/off angle hammer blows during use. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used and maintained as recommended. The root cause of the complaint condition is unknown. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.